Manufacturer narrative:
(B) (4). Final device analysis revealed a reliability non-conformance for the neurostimulator. There was an obstruction in the connector ports. The connector block and insulation coating was scratched.

Event description:
It was reported that at implant it was impossible to introduce the last 3 mm of the lead into the neurostimulator (ins). The pt was implanted with a different ins.